Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button is loose and the customer has to press the button multiple times for the pump to respond. It was indicated that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (298 mg/dl). Customer delivered an injection to stabilize blood glucose levels. It was indicated that the customer has back up manual injections for continued insulin therapy.